Manufacturer narrative:
The conclusion code corresponding to the lead has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. It was reported that the impedances were not in range. No patient symptoms were reported. The actions taken were unknown and the event status was also unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified that the impedances were not tested. The entire system was explanted on (B)(6) 2017, and there was no information indicating the reason for removal of the system. There was no patient death or injury, and the patient recovered without sequela after removal of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was requested to clarify the reason for explant. The healthcare professional of the clinical study listed the reason for explant as "patient choice" and that the "system caused unacceptable complications". It was clarified that this pertained to an event that occurred in 2014. The patient noted new pain and tenderness at the ins. Diagnostic methods included examination which showed tenderness to palpation. This was not related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
Other applicable component is: product ID: 3487a-56, lot# va0bfsn, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Analysis found that the #0 conductor of the lead was broken 1.6 cm from the proximal end at the #0 connector weld site. No significant anomaly was found with the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.